Manufacturer narrative:
(B)(6). Manufacturing date from august 2, 2016 to august 4, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted crystallized drug located near the fillport area. A simulated use test was performed with no issues noted. The analysis concluded that the traces of crystallized drug were residue left behind during the filling of the drug liquid. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was noticed to have crystallization around the filling port. The device was filled with 2850mg of fluorouracil in 96ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.